Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported devise was used to iliac to create the bone hole for the invasive osteosynthesis on (B)(6) 2018. During the surgery, the surgeon felt difficulty to remove the cannula from the patient¿s bone hole when the surgeon removed the cannula after passed the guide wire. The surgeon used the hummer to remove the cannula, but the surgeon could not remove. Then, the surgeon used the pliers, however, the cannula was broken and remained in the patient¿s bone. The surgeon decided to keep the broken fragment into the patient¿s body, and will be removed from the patient¿s body during the scheduled surgery (2 or 3 month later, surgery date is not fixed yet). Here was 60 min. Surgical delay. No further information was provided by the hospital.